Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of (B)(4)¿ fluid leak for the period of (B)(6) 2021 through (B)(6) 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported unilateral right-side deflation implant exchange. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. Additional observations: crease fold and wear abrasion observed on the device. Black particles observed in the fill channel.

Event description:
Healthcare professional reported right side hole in radius (edge) via rga.